Event description:
It was reported that a patient presented with their right ventricular (rv) lead wrapped around due to twiddler's syndrome and damage on the rv lead. The physician elected to explant and replace the rv lead. There were no patient consequences.